Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient, during surgery identified a crack in the proximal femur and went distal. Remove preserve stem and used zimmer cable system. Add renaissance stem.